Event description:
It was reported that the insulin pump had a bolus wizard anomaly. The blood glucose reading was 294 mg/dl. The customer stated that he checked the blood glucose, went to the bolus wizard, and entered the carbohydrates value; however, he stated that the estimate given was 0 units. The customer was inaudible during the call, and further details could not be confirmed. It was unconfirmed whether the customer required any hospitalization for the matter. During troubleshooting, it seemed that the bolus wizard feature settings had not been turned on, but the cause of the issue was undetermined. He was advised to call back to continue troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.